Event description:
It was reported to sous in 08/2001, that the patient was revised in 2000, however, the agent did not have any other information regarding why this patient was revised. Sous has requested more information.